Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented to orthopedic office complaining of pain in right knee. Patient unsure if she fell or injured knee in some way. X-ray taken, possible broken insert. Revision scheduled.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a fracture involving a triathlon insert component was reported. The event was confirmed. Material analysis of the returned component concluded the fracture of the posterior edge occurred in fatigue due to repetitive edge loading of the insert from contact with the femoral component. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Clinician review of the x-rays provided conclude that the knee with the staples has the femur subluxated medially and posteriorly, indicating a grossly unstable knee. In this markedly obese patient, posteromedial subluxation likely resulted in damage to the posteromedial tibial insert. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this mechanical failure. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the referenced lot. Conclusions: the medical review performed concluded that the femoral component was malpositioned in this obese patient causing the damage to posterior compartment of the insert component. The surgeon is responsible for optimal component position therefore the principal root cause of failure is procedure-related with possibly an additional contribution by the patient-related factor of obesity.

Event description:
Patient presented to orthopedic office complaining of pain in right knee. Patient unsure if she fell or injured knee in some way. X-ray taken, possible broken insert. Revision scheduled.